Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-23666. It was reported the pt was experiencing leg weakness after a permanent implant surgery. The pt was admitted into the hospital on (B)(6) 2014. A CT scan did not reveal any anomalies. Follow info revealed the pt's leg weakness has now resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.